Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she woke up this morning her insulin pump screen was blank. The patient's blood glucose at the time of incident is unknown; however, she believed that she had a reading of 189 mg/dl the previous night. The customer's insulin pump also alarmed with weak battery prior to the blank display; the battery was only in the device three days before the weak battery alarm occurred. Troubleshooting was initiated for the blank display and the customer identified a burnt discoloration near the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No weak battery alarm and no blank display noted. The insulin pump received with minor scratched display window. The insulin pump received with cracked battery tube threads. The insulin pump received with broken reservoir tube lip. The insulin pump received with cracked case at reservoir tube window corner.